Event description:
Ioban drape had been used to cover the exposed area for a total hip arthroplasty procedure. At the end of the case, while removing the ioban drape, the top layer of skin stayed attached to the drape and an area of approx 3"x5" was removed from near the incision site. No add'l treatment was provided at the time, the area was covered with 4x4 gauze and taped in place with cove roll.